Manufacturer narrative:
This supplemental report is being submitted to provide the additional information and device evaluation results. The legal manufacturer (lm) reviewed the content of this complaint for further investigation. The legal manufacturer confirmed that there was no shadow in the moss and image of the adhesive part of the distal end at the time of shipment via DHR. The legal manufacturer reported that the root cause could not be determined. The lm reported that the most probable causes for the reported event are as follows: on the shadow of the image, it has been confirmed that there is no abnormality. The lack of glue has been identified in the light and objective lenses, which may have resulted in the development of this phenomenon, in part due to the temporary attachment of missing glue. Regarding the adhesive squash at the distal end, it is probable that an external force was applied at the tip because the adhesive at the tip was confirmed from the attached file. It is speculated that the external force applied to the apical region resulted in the generation of this phenomenon. The legal manufacture reported that it was confirmed that there was a description of this event in the instruction manual at the time of shipment of the product regarding the front end portion. Thus, it was judged that the indicated phenomenon can be prevented. Important information ¿ please read before use: do not apply shock to the distal end of the insertion section, particularly the ultrasound transducer and the objective lens surface at the distal end. Visual abnormalities may result. The investigation is carried out from the complement information. Shaded on the right side of the screen

Manufacturer narrative:
The device was returned to the service center for evaluation. The customer¿s complaint of ¿ shadows in image¿ was not confirmed. However, the probe unit was found to be loose and the forceps cover was missing glue. The bending section rubber glue was cracked. Further inspection found the glue peeling on the cement of the objective and light guide lens with no image issue. Scratches and buckles were noted on the light guide tube. There were three broken elements observed in the ultrasound image. The most likely cause for the scope damage is user mishandling. The gf-uct180 instruction manual proved the statement below to mitigate scope damage. Do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient.

Event description:
The service center was informed that during an unspecified procedure, the scope image had black or vignette shadows on the right side of the screen. It is unknown if the intended procedure was completed. There was no patient involvement reported.